Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having glaucoma. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having glaucoma related to a CPAP device's sound abatement foam became degraded and caused the patient to have glaucoma. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 01 ,2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having glaucoma related to a CPAP device's sound abatement foam became degraded and caused the patient to have glaucoma. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation observed air inlet had light white dust-like contamination in it.pca (printed circuit assembly) had dust-like contamination all over the top of it especially near the ui (users interface) knob area.dust-like contamination on the top of the blower box lid and surrounding area.bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it.the sound abatement foam was intact and had dust-like contamination on top of it.evidence of sound abatement foam degradation/breakdown was not observed in this device.there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.unknown white dust-like contamination on and under the heater plate.unknown white dust-like contamination on the dry box seal.unknown dust-like contamination inside water chamber.unknown white dust-like contamination in the iso port (international organization of standardization.).the contamination found in the humidifier enclosure are considered not to be in the airpath. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 0 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and was not able to confirm the complaint, or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.